Manufacturer narrative:
(B)(4).

Event description:
It was reported that stored episodes of non-sustained oversensing was observed and review of the episodes revealed intermittent noise. The patient was asymptomatic. The oversensing was unable to be reproduced with provocative maneuvering. Patient will continue to be monitored via merlin.net.

Event description:
New information received notes that non-sustained rv oversensing episodes were observed during a device check. Review of the episodes revealed the presence of large-amplitude noise artifact. Lead replacement was discussed.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable during and immediately following the procedure.